Manufacturer narrative:
The technician found all of the caster supports were broken. He replaced all of the casters and the supports to repair the bed.

Event description:
Information received indicates all of the casters swivel and roll after the brake is applied. The brake pedal also does not stay locked.